Event description:
The customer reported that ambulatory telemetry system lost communication with panorama central monitoring stations and the central station displays had an orange screen. No patient injury was reported.